Event description:
This spontaneous case was reported by a consumer ((B)(4)) and describes the occurrence of salpingitis ("salpingitis") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required) with abdominal pain lower and pyrexia and allergy to metals ("potential allergy to nickel in the insert (tests on-going)"). The patient was treated with surgery (three months after placement of the essure, she had to undergo bilateral salpingectomy in emergency). Essure was removed in (B)(6) 2008. At the time of the report, the salpingitis and allergy to metals outcome was unknown. The reporter considered allergy to metals and salpingitis to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on an unknown date: normal (normal). Computerised tomogram - on an unknown date: normal (normal). Tests ongoing for allergy to nickel. Company causality comment: this spontaneous case report refers to a female patient who had essure inserted and, 3 months after insertion procedure, she experienced salpingitis requiring bilateral salpingectomy with device removal. This event is anticipated in the reference safety information for essure. Consumer stated that she had probable an allergic reaction to nickel. While essure system is sterile it may, due to a bacterial contamination during insertion, become a vehicle for microbial transport in the upper genital tract. This may explain an increased risk for pelvic infections after insertion procedure. In this present case, the development of the salpingitis was close to the insertion procedure and thus causality for this event was assessed as related. This case was regarded as incident since intervention was required (bilateral salpingitis). Product technical analysis is being sought.

Manufacturer narrative:
On march 3, 2017, bayer received a cluster of essure complaint reports originating from the (B)(6), device vigilance database via legal proceedings. Following receipt, bayer consulted (B)(6) in order to obtain the relevant case reference number information. On march 24, 2017, (B)(6) provided the available corresponding case reference numbers to bayer. Upon receipt of this information bayer evaluated and processed the cluster of essure reports within the global safety database by april 12, 2017.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of salpingitis ("salpingitis") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required) with abdominal pain lower and pyrexia and allergy to metals ("potential allergy to nickel in the insert (tests on-going)"). The patient was treated with surgery (three months after placement of the essure, I had to undergo bilateral salpingectomy in emergency). Essure was removed in (B)(6) 2008. At the time of the report, the salpingitis and allergy to metals outcome was unknown. The reporter considered allergy to metals and salpingitis to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on an unknown date: normal (normal). Computerised tomogram - on an unknown date: normal (normal). Tests ongoing for allergy to nickel. Quality-safety evaluation of ptc: unable to confirm complaint. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 26-sep-2017 for the following meddra preferred term: salpingitis -the analysis in the global safety database revealed (B)(4) cases bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up information incorporated above includes: on 26-sep-2017: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.